Manufacturer narrative:
Height: (B)(6). Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. (B)(4).

Event description:
End user reported that while in the hospital they developed circumferential redness with scattered raw areas under the white tape collar shortly after having the stoma placed in (B)(6) 2016. The patient also experienced itching from this area. The patient was prescribed nystatin powder to treat the issue.